Manufacturer narrative:
The pacemaker remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, analysis of the stored device information identified an altered memory location which resulted in the accelerometer pacing at the maximum sensor rate observed clinically. Exposure to radiation is the likely cause of the altered memory location. Device analysis confirmed the field allegation of high rate pacing.

Event description:
Further information was received that the patient had undergone radiation treatment in (B)(6) 2006 for a pituitary tumor. Recently, the device was electively replaced and no adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this device was admitted to the hospital with a non-cardiac indication. While in the hospital, the device was tested and t-wave oversensing was noted. The field representative resolved the oversensing with reprogramming. Upon activating the accelerometer, the patient's rate went up to 130ppm, the maximum sensing rate. A memory download was performed and reviewed by a (B)(4). The download revealed an anomaly within the memory which caused the high rate pacing when the accelerometer was programmed on. The field representative reported that he will inform the physician of the findings. No adverse patient effects were reported.